Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was implanted with their implantable neurostimulator (ins) in 2021 and she informed when recharging her battery, this will only connect to the recharger if she is lent forward and pressing really hard. Patient also reported that this is burning her when she is charging. Patient was advised to charge over a thin piece of clothing and she said this has been tried but the recharger would not connect.